Event description:
It was reported that the customer experienced a cracked and shattered touchscreen on their device, rendering the touchscreen unresponsive and illegible. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.